Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed oversensing resulting in pacing inhibition less than two seconds asystole. In addition, impedance measurements were variable from high out of range to within normal range and threshold measurements were decreased. A revision procedure was performed. The device was removed and replaced. Lead replacement was also intended, however when connected to the replacement device, no further oversensing was detected. Normal impedance and threshold measurements were obtained. A decision was made to further monitor the lead no adverse patient effects were reported.

Manufacturer narrative:
As of this date, this lead remains implanted and in service. Should additional information become available, this event will be updated.